Event description:
Patient underwent surgery due to having a pocket infection and their generator being dehisced from the pocket. Per the surgeon, the patient was found to have a pressure ulcer near the axillae with a portion of the lead being visible through the opening. The original pocket was cleaned out, culture samples were taken and the new generator was placed in a new pocket below the clavicle. It was noted that the pressure ulcer likely formed from the way the patient's caregivers pick him up from under the axillae with fingers wrapped around. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.